Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead had been rising and also that the pacing capture threshold in the rv was rising and elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance, which both had increased over a four month time frame. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.